Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the lead 977a160 3mm subcompact 1x8 magnetic resonance imaging (MRI) was bending very easily, including the stylet, despite initially feeling very stiff. Troubleshooting was performed, and the physician attempted to advance the lead. The issue was resolved, and no adverse outcomes were reported. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_stylet_acc, serial/lot #: unknown, product ID: 977a160, serial/lot #: (B)(6), ubd: 19-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.